Event description:
It was reported by service report that the customer alleged that the stretcher was broken. Upon inspection of the unit by the service technician, it was identified that the brakes were no longer functional.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Previously, it was reported that the reportability awareness date was (B)(4) 2013. The correct reportability awareness date was (B)(4) 2013. Stryker was not aware of the malfunction until a stryker representative was able to evaluate the unit on (B)(4) 2013 and at that time identified that the brakes had malfunctioned and could not remain engaged.

Event description:
It was reported by service report that the customer alleged that the stretcher was broken. Upon inspection of the unit by the service technician, it was identified that the brakes were no longer functional.

Event description:
It was reported by service report that the customer alleged that the stretcher was broken. Upon inspection of the unit by the service technician, it was identified that the brakes were no longer functional.